Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced due to normal battery depletion. A new rv lead was also implanted while the chronic lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded several episodes of noise on the right ventricular (rv) lead channel resulting in oversensing. Additional testing was performed while the patient was in clinic and the noise was determined to be the result of myopotentials. The physician reprogrammed the device with decreased sensitivity pending further analysis by boston scientific technical services (ts). Data analysis revealed instances of inhibition and asystole of up to 4.5 seconds in some instances. Ts discussed the possibility of increasing the sensing threshold to avoid some instances of noise. Additionally, recommendations for additional evaluation and programming considerations were provided. Device sensitivity was reprogrammed and the patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.